Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that while prepping the device, as the technician was pulling negative pressure, there were bubbles and a rupture noted in the balloon, the balloon never inflated. There was no pt involvement. There is no additional info available. This is being filed based on the returned device eval that revealed a pinhole rupture in the balloon. The balloon appears to have been inflated as there was blood and contrast inside the balloon.

Manufacturer narrative:
(B) (4): results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis of the device revealed that the balloon catheter was returned with blood in the balloon and inflation lumen and on the outer member. There was crystallized contrast in the balloon and the inflation lumen. The balloon was returned loosely folded. There was no damage noted to the balloon catheter. A new indeflator filled with water was used, and an attempt was made to pressurize the balloon to check for leaks when fluid came out of the pinhole on the balloon. There was a pinhole on the balloon, just above the distal end of the proximal balloon marker. There was a scratch proximal to the pinhole. Product performance engineering reviewed the incident info and analysis of the returned product. It was reported that while prepping the 2.5x15mm rx voyager balloon catheter, as negative pressure was pulled, there were bubbles noted and a rupture was noted in the balloon. The balloon never inflated. Quality assurance tech analysis of the returned product noted blood visible in the balloon and inflation lumen, and on the outer member, which is consistent with a leak or rupture inside the pt anatomy. There was crystallized contrast in the balloon and inflation lumen, which is consistent with the preparation of the product. The balloon was loosely folded. Functional analysis was able to confirm the balloon rupture as a new indeflator was attached to the catheter and pressurized when fluid came out of a pinhole in the balloon just above the distal end of the proximal balloon marker. There was a scratch on the balloon proximal to the pinhole. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuousity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to lot release. Several attempts were made to get further info as to when the balloon ruptured as blood was noted in the balloon, which is inconsistent with the reported info the rupture was noted during preparation of the product; however, no further info was available. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the pt anatomy, such that the balloon ruptured upon inflation. The mfg records were reviewed and did not reveal any nonconforming material records (ncmr) for this lot. All lot release testing met specification. Additionally, a query of the complaint handling database was performed, and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. In this case, due to the inconsistencies in the reported info and the analysis of the returned product, a conclusive cause could not be determined. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.